Event description:
The following info was provided on a device tracking registration form: not deployed, retrieval done. Additional info indicated the device was retrieved with a snare. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.